Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the resection electrode the electric cutting loop was burned and broken, and the endoscope was burned out after the surgery. The issue was found during a transurethral plasmakinetic resection of the prostate. The intended procedure was completed with an olympus back-up device. There were no reports of patient injury or harm.